Event description:
It was reported that a patient was not strapped in to an unspecified stretcher chair. The patient fell and was reportedly injured as a result. Specific injury details have not been provided at this time.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that allegedly a patient had fallen out of the stretcher chair during a barium study while in the upright seated position. The cause of the issue was not alleged to be related to a defect with the product; it was reported that the restraint straps were not used with the patient, which allowed the patient to fall. Specific details regarding the injury or any treatment required were not provided by the customer.